Event description:
The device was used during a wedge resection. Reportedly, the instrument was difficult to open. The surgeon performed a thoracotomy, resected additional tissue, and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.